Event description:
It was reported that, "after doctor implanted the troch gamma nail, inserted lag screw and set screw. At this point there were no complications and everything aligned perfectly. He inserted the sleeves for the guided, distal screw. He drilled through both cortices and measured for the screw under fluoro. After inserting the screw, and while taking final images, he saw the screw did not go through the hole, it missed. He checked to make sure the nail holding bolt was tight, it was. He checked everything. He also had checked the alignment of the screw and the rod before inserting it into the patient, and everything lined up properly. Rather than trying to freehand it, he said he didn't have to lock it distally and left it as it."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.